Manufacturer narrative:
The device was returned for evaluation. The issue was reproduced, and it was observed that the console was receiving power, as the amber led was lit. Replacing the power button did not resolve the issue, but when pbm assembly was replaced, the console could be successfully powered on. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported the automatic impella controller would not start although the battery was completely charged, and the console was connected to the alternating current power outlet. Several attempts were made to start the aic without success. The battery switch was checked, confirmed in the correct position, and the power button was pressed for at least 20 seconds with no reaction. The aic was exchanged, and no harm to a patient was reported or indicated as result of this product malfunction.

Manufacturer narrative:
D2 common device name revised on manufacturer device report 1220648-2024-22852 in accordance with updated procedures. D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2024-22852. E4 should have been left blank on the initial manufacturer device report number 1220648-2024-22852 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report 1220648-2024-22852 in accordance with updated procedures.